Event description:
It was reported that the high-definition liquid crystal display monitor keeps powering down. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure in printed circuit board (qb and g1 board) and power cannot be turned on. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in printed circuit board (qb and g1 board) the power cannot be turned on and keeps powering down. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.